Manufacturer narrative:
Per the clinic, the patient had been treated with oral antibiotics for the infection (previously reported). The patient underwent a procedure on (B)(6) 2021, to change the abutment and revise the skin. The implanted device remains. This report is submitted on august 13, 2021.

Manufacturer narrative:
This report is submitted on july 14, 2021.

Event description:
Per the clinic, the patient experienced ongoing infection at implant site. Additional information has been requested but has not been made available as of the date of this report.